Event description:
It was reported that the patient received a vibratory alert and presented in clinic. Upon interrogation, the atrial lead exhibited noise and low impedance. The device had previously been programmed vvi; no intervention was performed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.